Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: continued dtmb1q1 ICD implant date: (B)(6) 2016.

Event description:
It was reported that the patient underwent open heart surgery. A few days later, there were high thresholds noted on the right atrial (ra) lead. It was determined via chest x-ray that the lead had dislodged, most likely during the surgery. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.